Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was implanted on (B)(6) 2024. They stated that the device was still implanted and that it had the cycle function enabled. They stated that they were able to meet with the patient and turn the cycling off. This issue had been resolved. [See 706963132 for tumor and device replacement allegations]

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had been out of the trial for 2 weeks, didn't do anything for the first week (agent understood may not have turned stim on in the first week) and now they had to set their stimulation higher than what they did during the trial; was at a 6, now has to go up to 9 to feel 'it'. Agent reviewed may still have to do with healing process and slight changes in programming; patient said their swelling was down. Patient said they also could feel stimulation for about 7 seconds and then it would shut itself off for 11 seconds, which did not reflect on the controller as the stimulation turning off. Agent asked, patient said the controller showed everything was on. Patient mentioned they tried to text their representative, but didn't hear back from them yet. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.